Manufacturer narrative:
The failed IV sets have been sent to the contract supplier for evaluation on 03/17/2017. The manufacturer is still waiting for the results.

Event description:
The user reported that leakage of an IV set occurred past the roller clamp. "The bags with tubing attached were hung with both pump clamp and lower roller clamp closed, and overnight all contents of the bags leaked past the closed clamps again." It is an issue with roller clamp not working properly during testing. No patient was involved in this case.

Manufacturer narrative:
Zyno medical has received the investigation report from the contract manufacturer on 04/25/2017. The user-reported complaint was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00074).